Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The strada carotid guiding sheath instructions for use (IFU), states that potential adverse reactions associated with the use of the device include embolism, neurological deficit, and stroke.

Event description:
It was reported that a strada carotid guide catheter was selected for use for bilateral carotid stenting. A 5f vtk cook diagnostic catheter was used over an .035 guide wire through the strada carotid guide catheter to access both common carotid arteries for stenting. On both the right and left side, a cordis preciserx carotid stent was used to stent the bifurcation of the common carotid artery into the internal carotid arteries. Both lesions were pre-dilated without incident and a cordis filter wire was used on both sides. After advancing the preciserx carotid stent through the strada guide catheter into the left common carotid artery, contrast was injected through the side port of the strada catheter to check for placement of the stent. With the test injection, air was visualized and seen traveling up the carotid artery into the brian. The pt experienced a transient ischemic attack (tia) and speech impairment that lasted approx 5 minutes. The pt fully recovered from the episode. The physicians proceeded to deploy the stent without further incidence. The physicians then proceeded to the place the same strada carotid guide catheter into the right common carotid over the 5f vtk catheter and .035 guide wire. The vtk catheter and guide wire were removed and preliminary angiograms were performed via the strada guide catheter. Another cordis preciserx was then advanced through the strada carotid guide catheter making sure there was sufficient bleed-back during the process. While advancing the stent out, the distal tip of the strada carotid guide catheter, air was seen escaping out of the tip of the catheter again into the carotid artery and into the brain. The pt again experienced a tia with hemiparesis and aphasia that lasted for approx 5 minutes. After complete recovery, the physicians proceeded to finish the carotid stenting without further incident. The pt left the cath lab with all senses intact and was recovering.